Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete corrected device available for evaluation and device evaluated by manufacturer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead: analysis identified that the distal end of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Fdm, fdr, and fdc codes above apply to the lead only. The ins was not returned for analysis.

Event description:
Device analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1egnm, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the interstim was not working. The proximal leads of interstim was damaged and stuck in the sheath. There were no further complications that have been reported as a result of this event.